Event description:
It was reported that the patient's driveline repair was separating. Log files revealed only routine events. Rescue tape was to be applied to the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the patient¿s previous driveline repair site was confirmed through the evaluation of the submitted images; however, a specific cause for this damage could not be conclusively determined. Review of the submitted images revealed damage to the grey shrink tubing at what appeared to be the distal end of the patient¿s driveline repair site. The underlying black shrink tubing appeared to be intact in this location and no wires were visible. The damage appeared to be cosmetic only. Additionally, review of the log files provided by the account revealed no atypical events or alarms. It was recommended that the vad coordinator apply rescue tape to the damaged area of the repair site. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jun2013. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Furthermore, the patient handbook instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.